Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead needed to be repositioned. The rv lead was able to be successfully repositioned, however the ra lead was found to have dislodged again. The ra lead was subsequently explanted and replaced. The lead was discarded at the hospital, therefore no return is expected. No additional adverse patient effects were reported.